Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00154. It was reported that stent dislodgement occurred. Vascular access was obtained via femoral artery. The 20-38mmx3.0-3.5mm, 90% stenosed, eccentric, de novo target lesion with significant lesion bend of >45 to <90 was located in the mildly calcified left anterior descending (lad) artery. A 3.50 x 38 synergy¿ drug eluting stent (des) was advanced however it was noted that the stent was deformed. The device was removed and another 3.50 x 38 synergy¿ des was introduced. However, the stent dislodged. The device was able to be pulled out as a whole system from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.